Manufacturer narrative:
The syringe malfunction or leak may potentially impact staining performance. No erroneous staining result was reported by customer in connection with this incident. No patient or user harm was indicated.

Event description:
Field service engineer found leaking syringe during installation. The engineer replaced syringe and stopcock valve. They ran the aspiration and dispense test and it passed. Instrument was returned to service. No indication of patient or user harm.